Manufacturer narrative:
Evaluation of the returned components and a post-op x-ray supported that the breakage was likely due to interference with the tibial baseplate as reported. Corrective action has been taken to further highlight user interruption warnings with respect to potential placement effects.

Event description:
Towards the end of a navigated knee replacement surgery, one of the two temporary fixation pins used for the tracking reference on the tibia was broken with the broken end being left imbedded in the patient's tibia. The pin was reportedly placed through an area of the proximal tibia where the keel of the tibial baseplate is located, such that when the surgeon was impacting the tibial baseplate the keel cross-impacted the pin. The surgery was completed without any effects. The breakage was observed upon inspection of the pin immediately post-operatively. The surgeon elected to not retrieve the broken end from the patient's tibia.